Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the rotor was out of position. The rotor was realigned, and the gantry was rehomed to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system door would close but the pendant displayed that the gantry door was still open. There was no patient present when this issue was identified. No additional information was provided.